Event description:
On (B) (6) 2006, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B) (6) 2007, a computed tomography (CT) scan revealed an unspecified endoleak. It was noted that the distal end of the distal device did not appear to touch the aortic wall. On (B) (6) 2007, a follow-up CT scan revealed aneurysm enlargement due to an unspecified endoleak. It was noted that the aortic diameter had increased at a level where the distal device did not appear to touch the aortic wall. Follow-up CT scans taken on (B) (6) 2008 and (b) () 2010 revealed a persistent distal type-1 endoleak and further aneurysm enlargement. No further complications have been reported. The physician will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to, endoleak. Additional device related to this event: (B) (4).